Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/15/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   The following information was requested, but unavailable: did the surgeon complete successfully? Where was the needle found? Did the patient suffer due to the issue (pull off suture needle)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the surgery was completed successfully? Where did the needle found? Did the patient suffer due to the issue (needle suture needle?

Event description:
It was reported that a patient underwent an endoscopic uterine procedure on (B)(6) 2020 and barbed suture was used. During the procedure the needle broke at the tip. 2mm of the needle tip was missing. The customer managed to find the broken needle tip. Another like device was used to complete the surgery. There were no adverse patient consequences reported. Additional information has ben requested.